Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level at the time of incident was 474 mg/dl. The customer declined troubleshooting on insulin pump because customer thought it was just user error. It was unknown whether customer was using auto mode feature on insulin pump at the time of incident. The insulin pump will not be returned for analysis.